Event description:
Pad pak depleted before expiry. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. Previous experience has shown that devices returned with symptoms of switching themselves on may be attributed to membrane failure. The random nature of the events recorded in the memory log and the ten minute time outs and the measurements taken during the investigation would suggest a failing membrane. The multiple manuals led to the premature depletion of the installed pad-pak and would account for the returned pad-pak being depleted. The faults could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Pad pak depleted before expiry. No patient involved.